Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that pocket hematoma post ICD implant was observed. Pocket hematoma evacuation procedure was performed. The patient was discharged.